Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00196. It was reported the patient ((B)(6)) experienced numbness in her left leg postoperatively after having the scs system replacement (reference MFR. Report# 1627487-2016-00849 and MFR. Report# 1627487-2016-00846). As of (B)(6) 2016 numbness still persists affecting the mobility. No additional information available at this time.

Event description:
Further follow up identified csf leak was confirmed during the procedure. The physician applied a blood patch and recommended bedrest and fluids intake. Reportedly, csf leak has resolved and numbness is improving.